Manufacturer narrative:
Method: an initial evaluation was carried out based on the event description and previous complaints. We will complete our investigation upon receipt of the complaint device. Results: this is a known problem with a low occurrence rate. The pressure/manometer port is packaged with the cap in place, though the cap is known to dislodge or become loose during transport. The following statements are present in the rt329 instructions for use: "check that all connections. Caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Conclusions: we cannot make a conclusion on this at present. However, we will be reiterating to the complainant the importance of checking for loose connections in breathing circuits and accessories prior to use.

Event description:
A hospital reported, to our distributor that an infant patient deteriorated while on an rt329 infant breathing circuit and nasal cannula at a gas flow of 3-4 l/minute. When the neonatologist felt around the nasal cannula, he could not feel gas flow. Staff members reportedly cared for the patient, then checked the system. They apparently did not feel any gas flow after checking for leaks, probe outs, open ports, etc. Additionally, the complainant stated that the pop off valve unit inside the rt329 kit is packaged with an open manometer port causing a leak when used. They stated that the open port was not noticed until the mr850 heater alarmed. The alarm stopped once the port was capped (with the provided cap).